Event description:
It was reported that at 233,000 joules during a prostate procedure, tissue vaporization was no longer observed. The procedure was completed using a second fiber. Patient outcome: "fine".

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber was found to have a radial fracture of the glass cap distal to the fiber/cap fusion zone and bevel edge. Moderate burnt detritus on the metal cap and glass cap and moderate devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedure factors encountered during the procedure.